Event description:
It was reported that during insertion of the catheter into the pt, a hole started to take form just below the junction and the catheter was separated into 2 parts. The catheter body was one part and the connection hub was the second part. They managed to remove the catheter from the pt without any injuries. A new catheter was placed successfully. There was a delay in treatment, but no harm was caused to the pt. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4). Sample will not be returned.